Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her right implant, which controlled her left hand, was not working. This issue started 2-3 weeks ago. It was noted that the patient programmer showed the left ins was fine, but there was no response for the right ins. The hcp didn't check the patient's ins battery, saying it should be fine, and that the patient needed programming. The patient had difficulty finding a doctor to manage the system, and wanted a manufacturer representative to check the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387-40, lot# j0337587v, implanted: (B)(6) 2003, explanted: na. Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: na.